Manufacturer narrative:
Unit passed the self-test. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit was not confirmed for unresponsive keypad anomalies. Unit was able to download successfuly using thus software. No unexpected keypad unresponsive alarms or absences of alarm, audio / vibrate anomalies noted. The unit p-cap / test reservoir locks in place properly. Unit received with cracked case near belt clip rails, cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and broken belt clip rails. No unexpected keypad unresponsive alarms or absences of alarm, audio / vibrate anomalies noted. Unit was not confirmed for unresponsive keypad anomalies. No stuck key alarms noted during testing. Unit was confirmed for cosmetic damage noted at broken belt clip rails and cracked keypad overlay at select button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no low battery alerts, clip broke off pump and superglued, buttons were less responsive, pump not alerting for low insulin. The customer reported no adverse event. The event involved product(s) mmt-1780kl, acc-1599. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kl. No product return is required for acc-1599.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.